Event description:
It was reported that the patient presented themselves 1-3 days post a radiofrequency multigen lesion procedure to the emergency room with burns on the left lumbar skin. The physician reported nothing abnormal was noticed during the procedure and believes it was a chemical reaction from the numbing agent used during the procedure. There were 3 areas of 2nd degree burns, 2-3 cm each. Antibiotic ointment was given by the emergency room doctor. The doctor reported that permanent damage or additional treatment is unlikely.

Manufacturer narrative:
The reported event was not duplicated. No problems were found with the device. Based on the reported information from the doctor, it is possible that the burn was due to a chemical reaction from the numbing agent that was used during the procedure and not related to the multigen.

Event description:
It was reported that the patient presented themselves 1-3 days post a radiofrequency multigen lesion procedure to the emergency room with burns on the left lumbar skin. The physician reported nothing abnormal was noticed during the procedure and believes it was a chemical reaction from the numbing agent used during the procedure. There were 3 areas of 2nd degree burns, 2-3 cm each. Antibiotic ointment was given by the emergency room doctor. The doctor reported that permanent damage or additional treatment is unlikely.